Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection on (B)(6) 2019, a calibrated drill bit was returned with a missing component. There was no patient involvement. This report is for a 2.8mm calibrated drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot: part: 03.113.024-us; lot: l546505; manufacturing site: bettlach. Release to warehouse date: 28. Aug. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported on may 16, 2019 during routine incoming inspection, a calibrated drill bit was returned with a missing component. There was no patient involvement. This complaint involves (1) device. Flow: damage upon visual inspection, it was noticed that the stop ring was broke off the device and was not returned. Hence, the complaint is confirmed for the missing component. Dimension inspection: it was not performed as missing stop ring was not returned. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.